Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal 200mcg/ml at 1460.7 mcg/day and bupivacaine 5000 mcg/ml at 3651.8 mcg/day via an implantable pump. The patient¿s medical history included cerebral palsy. It was reported that the healthcare provider reported that the patient lost weight and had continuous rubbing of the area where the pump was located. The diagnostics and troubleshooting performed was the patient was examined after the office was notified that the pump was showing through. The actions and interventions taken to resolve the issue was the pump was replaced with a new pump and a new pocket was formed at a different site. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.